Event description:
During an implant procedure, far-field r and p wave oversensing and a loss of capture were observed on the device. The pocket was reopened and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of failure to capture and over-sensing were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis was performed and indicated normal functionality. Additionally, a capture test was performed under nominal conditions and did not reveal any anomalies. Further evaluation of atrial and ventricular sensitivity tests were performed at most sensitive settings and did not find any sensing issues. Additionally, visual inspection of the header and connectors did not find any contamination or foreign material that could contribute to the reported events. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.